Event description:
A patient was on a skytron surgical table during a gall bladder procedure when the pads slipped causing the patient to slide. The patient did not come off of the table and there were no injuries reported.